Event description:
The device was being used to pace an aystolic pt. Reportedly after approximately 1.5 hours the device screen 'went blank' and power sut off. Another device was immediately made available and used. The facility reported that the pt death was not affected by the discrepancy, due to a lack of pt viability.